Event description:
It was reported that during an anterior cruciate ligament procedure, that the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.